Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated < 1 cm of unspecified product extrusion/exposure in the posterior vaginal wall, bands of unspecified product palpated in the proximal vaginal introitus, cystocele, rectocele, dyspareunia, spousal dyspareunia, small superficial laceration in the midline, vaginal vault prolapse with apical descent, cystocele, rectocele, inflammatory changes from unspecified product placement.